Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was above 400 mg/dl. Customer experienced nausea and treated their high blood glucose levels via insulin pump. Customer was unable to troubleshoot the insulin pump and needed assistance from their spouse. The insulin pump will not be returned for analysis.